Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported event. The system was then tested and met all product specifications. There were no samples returned for evaluation and no additional info provided related to this event. For the reason steps could not be taken to replicate or confirm the reported event. A review of this complaints for the last 24 months did indicate 1 similar report for this system. The root cause is unk. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, (B)(4) 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).

Event description:
A nurse reported a surgeon indicated "bubbling came from the system" during surgery, and a possible corneal burn. The surgeon continued the procedure and completed all remaining cases of the day, with the same system, with no complications. Additional info was requested. The nurse was contacted and reported she did not know specific details about the case as she was not present during the surgery. The system has been used since this reported event with no further incidents.